Event description:
It was reported that the patient presented with critical leg ischemia. A non-abbott stent was deployed in the left popliteal artery resulting in in-stent thrombosis, and was successfully treated via deployment of another non-abbott stent. A non-abbott guide wire was then advanced distal to the left posterior tibial (into the plantar aspect of the foot), followed by intravascular ultrasound (ivus) then angioplasty of the lesion in the occluded left posterior tibial artery was performed using a 2.0x200 non-abbott balloon dilatation catheter (bdc), a 2.0mm x 200mm x 150cm armada 14 bdc via 4 inflations with a maximum inflation pressure of 6 atmospheres (atm), and a 3.0x30 trek bdc via 2 inflations with a maximum inflation pressure of 4 atm. While angiography revealed good flow, a perforation was noted. After multiple balloon inflations failed to seal the perforation, a 3.0x26 jostent graftmaster otw covered stent was then advanced and deployed, however, the jostent graftmaster was unable to seal the perforation. Three coils were then placed in the posterior tibial artery and repeated prolonged balloon inflations were performed, resolving the perforation. Angioplasty of the posterior tibial artery was reportedly unsuccessful, with a post-procedure timi flow of 0. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: astato 20, sheath: 6fr 11cm short sheath, stent: 6x40 bard lifestent (2). The armada dilatation catheter and jostent graftmaster stent mentioned in b4 are being filed under separate manufacturer report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported perforation is listed in the trek instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.